Event description:
Olympus was informed that during an unspecified therapeutic procedure, the device became fractured, then the beak broke off and fell inside the patient. The device fragment was retrieved from inside the patient. The intended procedure was completed and it is not known if with the same device. There was no patient injury reported. Olympus followed up with the user facility to obtain additional information regarding the reported incident but with no results.

Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the reported incident could not be conclusively determined at this time. If additional information becomes available at a later time, this report will be supplemented.